Manufacturer narrative:
The customer¿s report of a free flow of oxytocin was not confirmed. Physical inspection of the device noted the plastic rivet pin was missing from the lower platen hinge, and the iui connectors were observed to be dull with green corrosion. There were no other anomalies. Analysis of the pcu event log shows that the pcu was powered on at 9:26 am on (B)(6) 2015 with 2 pump modules attached. At 9:27 am pump module s/n (B)(4) was programmed to infuse oxytocin ¿ induction 30unit/500ml at 2 ml/hr. At 9:28 am, the channel alarmed for patient side occlusion. The device was paused and then restarted. At 9:33 am, the channel alarmed for door opened followed by check IV set. At 9:34 am, the module was paused and then was channeled off. The volume recorded as being infused between 9:27 am and 9:35 am was 0.113ml. Functional testing was performed on the set and no leaking or other issues were observed. Rate accuracy testing was performed on the pump module and the device was observed to deliver fluid within specification. The root cause of the reported event was not identified.

Event description:
The customer reported that after starting an oxytocin infusion, the nurse immediately noticed that the oxytocin was free flowing. She removed the tubing from the device and turned it off. During the rapid infusion, she "tried to pinch off the tubing and primary chamber before pulling out the tubing." There was no harm to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.